Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen 888mcg/ml, dose not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient¿s spasticity started increasing about a year ago, a few months ago all of a sudden the spasticity really started. The patient was ¿doubling down¿ and had a lot of dizziness. The patient was wondering if he maybe under-dosed. The patient thought there maybe an issue with the catheter. A dye study was done and nothing was found. Per the patient there was a little bit of dye coming out and stated this does not test the flow. The patient stated spinal cord was checked and there were no issues. The patient stated that he had been told by the neurosurgeon that once in awhile he had seen where a catheter could get plugged with protein. The patient had approached the pa (physician assistant) who disagree with that. The physician assistant turned the baclofen up to 600mcg. The patient stated he was in the hospital about a week and a half ago where they did a bolus thing where you ¿flood it¿ and see what happens. It helped the patient until the bolus wore off. As of today, the patient was up to ¿888mcg¿ and it does nothing. The patient was sent home with ativan and per the patient the ativan helps more than the pump. The patient further stated that if the neurosurgeon was right there could be a restriction of the flow. The patient stated being lightheaded most of the time. The patient was in a wheelchair and could feel himself ¿starting to drop¿. The patient also had kidney stone surgery which made things ¿speed up a notch¿. Even with the increase, the spasticity gets so solid and the patient can't barely cope. The spasticity goes to the end of the muscle fiber where it meets the bone and brings on stress headache, tingling sensation and muscles are affected. Yesterday the patient could not urinate so the patient catheterized himself. The next day the patient had to urinate so he took the ativan and could urinate. The patient attempted to contact the managing healthcare provider. No further complications were reported regarding the event.